Event description:
On (B)(6) 2013 a physician implanted a gore-tex intering stretch vascular graft in a u-shape for vascular access in pt's forearm. It was reported to gore that on (B)(6) 2013 serum accumulation was observed at the arterial anastomosis site from a skin fistula. A partial replacement of the gore-tex intering stretch vascular graft was performed using a vectra graft.

Manufacturer narrative:
Results: the review of the manufacturing records verified that this lot met all pre-release specifications. An explant analysis is currently in progress.